Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm commander delivery system balloon ruptured during "double tap". The valve was able to be fully deployed. When the system was pulled back into the sheath, the operator felt resistance while bringing it back through the diseased iliac, so the patient was sent to the or for a surgical cutdown to remove the devices. The patient was stable and discharged. Additional information noted that there was no damage to any of the devices after removal.

Manufacturer narrative:
The investigation is ongoing.